Event description:
It was reported that the handpiece began overheating prior to the start of a wisdom tooth extraction. The planned procedure was successfully completed with another device. There was no pt or user injury reported, and there were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece has not yet been received at the MFR for testing. An eval will be conducted upon receipt of the device, and a follow-up report will be submitted if the results of the quality investigation require one.